Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error while it was in his pocket. Customer's blood glucose was 141 mg/dl. Customer stated he did have an x-ray done to his shoulder and he was wearing the device. Customer was unable to complete the rewind during the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis and mentioned he will continue use of the device until the replacement device arrived. Customer didn't have a backup plan.